Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The 99% stenotic lesion was located in the calcified left circumflex (lcx). Following dilation to unk atms for an unk amount of time, blood entered the inflation device while applying negative pressure. The physician confirmed a balloon rupture outside of the patient's body. The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'good'.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Blood was observed in the balloon and the inflation lumen. Microscopic examination of the balloon material revealed a tear in the balloon wall located 2.4 centimeters proximally from the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or with the ro markers that could have contributed to the leak. The manufacturing records for top assembly batch 8240857 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. No root cause determination can be made.